Event description:
It was reported by service report that the fowler drifts down when weight is applied. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Gas cylinder.